Event description:
The patient's mother reported, the scs system was removed due to infection. The device was explanted, but has not been returned to the manufacturer for analysis. Additional information has been requested from the physician. A follow-up report will be sent if additional information becomes available.